Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. The display screen is dim and have a 75% degradation of brightness. The t1 transformer of inverter board showed signs of shorts during inspection. Installed a known good inverter board. The screen brightness returned to normal. A pre- accelerated stress test(ast) 15mins 1000ml simulated treatment was performed and completed without any failures or problems. The teach pumps test passed. However, the pump integrity test failed. Failure was due to a weak pump a motor. The motor was related to the complaint symptom code. The known good inverter board was removed after the completion of the investigation. An internal visual inspection of the returned cycler encountered no other discrepancies. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed, and the cause was determined to be an internal short on transformer on the inverter board. The cycler was refurbished following the evaluation.

Event description:
It was reported that a patients liberty select cycler experienced a cannot teach pumps during step 2 of setup. At that point in time, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. A replacement cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the patient contact confirmed that there were no adverse events or medical intervention required as a result of the reported event. The patient did not complete treatment. The cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.